Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2018. Blood glucose reading was 78 mg/dl at the time of admission. The customer reported waking up and feeling dizzy and shaky. The customer felt like passing out. The customer believed their pump setting was too low. The customer's current blood glucose was 354 mg/dl, treated with the insulin pump. The customer was assisted with removing the charger battery cap. The insulin pump will not be returned for analysis.